Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin due to he tried to double insulin dose but still blood glucose not came down. Customer was admitted to the hospital due to high blood glucose on (B)(6) 2020 with blood glucose of over 30 mmol/l. Customer had contacted their healthcare professional regarding high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer was admitted to hospital for 21 days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).